Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having trouble charging to 100%. They stated they could only charge to 75-80% and it's been going on for six weeks. The patient will follow-up with their healthcare provider (hcp). A new antenna was ordered. Additional information was received caller was calling back and stated they were sent an antenna and that didn¿t resolve the charging issue. They were told to call back and get the recharger replaced to see if that would help. The caller didn¿t have the recharger with them and stated the would call back when they have the recharger with them. The caller confirmed it¿s helping the tremors but just have the charging issues. They called back and were getting a replacement recharger sent. Additional information was received from the patient on 2020-feb-03. Patient stated they changed both the antenna and the recharger and still are "unbale" to charge to 100%. Patient was wondering if we had any suggestions.